Event description:
It was reported that the patient's right ventricular lead exhibited noise over-sensing resulting in pacing inhibition. Lead integrity was suspected to be compromised. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5148911.